Manufacturer narrative:
The manufacturer received information from a customer that the active exhalation verification test step had failed on a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The device was requested for return; however, the customer/end user refused to return the device and no device evaluation is possible at this time due to the service quote not being accepted by the customer. A final report is being submitted. If new information becomes available a supplemental report will be completed.

Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.